Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Tube separation on the device was reported. No further information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of tubing separation was confirmed and the cause was determined to be supplier related. The product returned for evaluation was a 20ga x ¾¿ safestep infusion set (w/ y site). The extension tubing was confirmed to be detached from the needle base. No additional segment of tubing was found within the needle base. Tensile evaluation of the extension tubing at and near the disconnected end found no evidence of tensile strength loss. Microscopic examination of the tubing slot (on the needle base), and the tubing region which interfaced with the needle base, found very little adhesive residue. An attempt to disconnect the extension tubing from a similar, non-complainant, device found that the tubing broke rather than disconnected. The extension tubing of that device subsequently exhibited extreme tensile strength loss. It appeared that insufficient adhesive had been applied at that joint and as a result, the tubing had separated. The supplier was notified of the event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Tube separation on the device was reported. No further information was provided.